Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during, left thyroid lobectomy + right thyroid nodule resection, the device suture was used to stop the bleeding, however needle tip was found to be broken when the bleeding was stopped. The surgeon was immediately notified to stop the operation and search together. At the same time, it was reported to the head nurse, and everyone together searched at the surgical field, dressings, cloths, ground and other suspected places. They were not found after 15 minutes. The missing needle was too small and the c arm could not photograph.